Event description:
The patient was undergoing a thrombectomy procedure to treat a dialysis graft using an indigo system aspiration catheter 7 d (cat7 d) and an 8fr non-penumbra sheath. During the procedure, the physician advanced the cat7 d into the clot, torqued it through the graft, and completed two passes using the cat7 d. Next, the physician advanced the cat7 d with resistance to the target location and aspirated clot for the third pass. Subsequently, the cat7 d became clogged, and the physician removed it to flush. Upon flushing the cat7 d, saline was noticed to be leaking at the mid-shaft and the cat7 d was noticed to be bent at the mid-shaft. Therefore, the cat7 d was not used for the remainder of the procedure. The procedure was completed using a non-penumbra balloon catheter and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned cat7d revealed that the catheter was kinked. This damage is likely the reported bend at the mid-shaft. If the cat7d is advanced against resistance during use, damage such as a kink may occur. Further evaluation revealed an additional kink and damage to the distal tip. This damage was incidental to the reported complaint and may have occurred during use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.